Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pump refill on (B)(6) 2010. The patient's concentration was changed from 500 mcg/ml to 2000 mcg/ml. The patient's pump was not reprogrammed prior to his leaving the office. As a result neither the bridge bolus nor the new concentration was programmed into the pump. This lead to a significant overdose and the patient "coded" on (B)(6) 2010. He was immediately placed on a ventilator. The physician withdrew all of the medication from his pump, aspirated the catheter and withdrew 3 cc's of fluid, and turned the pump down to minimum rate. The patient was not receiving any drug at that point. It was later reported that the patient recovered from his overdose event and has been released from the hospital on (B)(6) 2010. The hcp had planned to see the patient for a pump refill and reprogramming on (B)(6) 2010. Until then, he was to remain on oral baclofen with his pump full of sterile saline.